Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the sipap unit alarmed error 33 while connected to a patient. The customer stated that once the device alarmed error code 33, the screen locked and did not allow for proper changes. The patient was removed from the device and placed on another unit. The customer confirmed that there was no patient harm associated with the reported event.